Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unspecified mentor saline breast prosthesis, catalog and lot numbers both unknown. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation procedure with unspecified mentor saline breast prostheses when one of the prostheses deflated after implantation. The product location (left or right) of the deflated device is currently unknown. In addition, the patient developed capsular contracture (baker grade unknown) in both breasts. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 300cc gel breast prostheses on (B)(6) 2018. This medwatch report is for the 2nd of 2 breast prostheses (the intact device plus capsular contracture).

Manufacturer narrative:
On 06/12/2018, mentor received additional information about the event: - the capsular contracture that the patient developed in both breasts is baker grade IV. - a possible deflation was reported for both breasts. Material rupture device code has been added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/08/2018, mentor received additional information about the event. It was originally reported that the implantation date is (B)(6) 1998. New information states that the implantation date is (B)(6) 1994. Manufacturer¿s reference number: (B)(4).